Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number 31668212l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
After a cardiac ablation procedure with a qdot micro catheter, the patient experienced symptoms and confirmed pericardial effusion/cardiac tamponade that was treated with drainage relieving the symptoms. The patient was transferred to the critical care unit (ccu). The report indicated that during ablation with qdot catheter there were no problems with the patient's blood pressure. While preparing to leave the room, the patient reported symptoms, and pericardial effusion/cardiac tamponade was confirmed. The exact timing of the event was unknown. Drainage was performed, which relieved the symptoms. The patient was transferred to the ccu, and the procedure was completed. The patient's condition was improved. The physician's judgment on the health hazard was that it was non-serious (moderate/minor). The physician's opinions on the relationship between the event and the product was that the physician thought the cause might be either that the catheter contacted somewhere, or that the contact was too strong, because the patient's right atrium was quite small. No extended hospitalization was required. The contact force (cf) monitoring methods were real time graph, dashboard, vector, and visitag. The visitag coloring setting was tag index. The visitag additional filter was force over time (fot). No abnormalities were observed prior to or during use of the product. Additional information received indicated the physician¿s opinion on the cause of this adverse event was that the patient's right atrium was quite small. At some point during manipulation of the catheter, the catheter may have contacted cardiac structures, or excessive contact force may have led to cardiac tamponade. One catheter was used for each catheter and sheath exchange. The energy delivered was radiofrequency (rf) with qdot micro. The patient did not require cardiac surgery. The patient¿s outcome from the adverse event was reported to be fully recovered (no residual effects). The patient improved the day after the procedure, and the drainage was removed. The patient has been discharged from the hospital. No transseptal puncture was performed during the procedure. No evidence of steam pop. The flow settings were high flow max: 15 ml/min, min: 4 ml/min, low flow: 2 ml/min, pre: 2 sec, and post: 0 sec. The patient did not require cardiac surgery.